Manufacturer narrative:
As reported, post-implant of the ventralex st mesh, the patient was diagnosed with hematoma and underwent drainage. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Hematoma is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use supplied with the device lists hematoma as a possible complication. This MDR represents the ae of hematoma. An additional MDR was submitted to represent a subsequent ae of recurrent incisional hernia. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2013 - subject patient underwent primary laparoscopic midline epigastric hernia procedure during which a bard/davol ventralex st mesh was fixated using mechanical sutures. Full fascial closure was achieved using mechanical sutures and full skin closure was achieved using with adhesive skin closure and sutures. The patient was discharged to home on same day. On (B)(6) 2013 - subject patient was diagnosed with a hematoma. The hematoma was drained (bloody drainage). Per the study clinician, the reported adverse event (hematoma) has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.